Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 synchron chemistry analyzer had fluid leaking on the left side of the instrument. The customer indicated that the leak was coming from the ionized selective electrode (ise) drip tray tubes in the ise reagent module. Customer technical support (cts) performed troubleshooting with the customer and discovered that the tube was disconnected from the carbon dioxide (co2) alkaline buffer bottle which had leaked into the drip tray. The customer was wearing personal protective equipment (ppe) consisting of gloves and eye protection when the leak was discovered and during troubleshooting. There were no calibration or qc failures for electrolytes. No erroneous results were generated. No injuries were sustained by any lab personnel.

Manufacturer narrative:
Bec cts worked with the customer to reinstall the tube and replace the reagent to resolve the issue. Service was not dispatched for this event as the customer corrected the issue. (B)(4).